Event description:
It was reported that the patient experienced a sustained ventricular arrhythmia requiring defibrillation or cardioversion. The causal relationship with the device was reportedly unrelated. The patient was readmitted on (B)(6) 2025 for the arrythmia and required defibrillation and medication adjustment.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until undergoing routine heart transplantation on (B)(6) 2025. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. This document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, the IFU lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.